Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found a tip sleeve stuck and covered with serum in the reported problem area of the pipette assembly. All the tip clamps and lld contact springs were replaced. The instrument was cleaned, inspected, tested without further problem, and returned to svc.